Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight bursts of anti-tachycardia pacing (atp) and five shocks as inappropriate therapy for a suspected sinus tachycardia. Technical services (ts) suggested reprogramming the device and the available options were discussed. The device remains in service. The device was reprogrammed to decrease the likelihood of this from reoccurring in the future. No additional adverse patient effects were reported. At a later date, the patient got hit at in the chest and it triggered a suspected supraventricular tachycardia (svt) that caused this device to four bursts of atp and eight shocks. Ts advised on how the device could be reprogrammed to avoid this from reoccurring in the future. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight bursts of anti-tachycardia pacing (atp) and five shocks as inappropriate therapy for a suspected sinus tachycardia. Technical services (ts) suggested reprogramming the device and the available options were discussed. The device remains in service. The device was reprogrammed to decrease the likelihood of this from reoccurring in the future. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight bursts of anti-tachycardia pacing (atp) and five shocks as inappropriate therapy for a suspected sinus tachycardia. Technical services (ts) suggested reprogramming the device and the available options were discussed. The device remains in service. The device was reprogrammed to decrease the likelihood of this from reoccurring in the future. No additional adverse patient effects were reported. At a later date, the patient got hit at in the chest and it triggered a suspected supraventricular tachycardia (svt) that caused this device to four bursts of atp and eight shocks. Ts advised on how the device could be reprogrammed to avoid this from reoccurring in the future. No adverse patient effects were reported. At a later date, this ICD delivered fours bursts of anti-tachycardia pacing (atp) and eight shocks as inappropriate therapy for a suspected atrial tachycardia. Technical services (ts) was consulted and discussed stored data as well as available programming options. This device remains in service. No additional adverse patient effects were reported.